Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Visual assessment found the anchor is bent and cracked above the suture slot. The inner plug has been advanced out of the distal end of the anchor and was not returned for evaluation. The condition of the device is consistent with off axis insertion and excessive counterclockwise rotation of the inner plug. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter. No root cause related to the manufacturing process can be established. Use error may have been a contributory factor to the event.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the bioraptor knotless suture anchor the screw part bent while knocking in. Osteoraptor was used as the backup anchor. Less than 10 minute delay was noted as a result. Anchor was successfully removed and no additional bone holes were required to be drilled. No patient injury was reported